Event description:
Following the battery performance alert (bpa) advisory. A bpa was received, by the clinician and the device was explanted. Patient condition was stable, during and after procedure.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.